Event description:
The following article was reviewed: ¿single-center mid-term experience with chimney-graft technique for the preservation of flow to the supra-aortic branches¿ (robert shahverdyan et.al, vascular, 2018, vol. 26 (2) 175¿182, published online on october 12, 2017). The objective of the study was to investigate the feasibility and the mid-term outcomes of the chimney-graft technique for the revascularization of supra-aortic branches in patients with thoracic aortic pathologies involving the aortic arch. A retrospective analysis was done of a prospectively maintained database including all patients with aortic pathologies treated at the institution with chimney/snorkel technique of supra-aortic branches between january 2010 and july 2016. All patients were considered as high-risk candidates for open surgical procedures due to severe cardiac dysfunction, respiratory disorders, previous sternotomy or other medical conditions, and not suitable for arch-hybrid procedure according to the cardiothoracic surgeons within an interdisciplinary conference. A total of 49 supra-aortic branches were revascularised. In particular, a chimney-graft was implanted in the brachiocephalic trunk in 23 patients, in the left common carotid artery in 25 patients and in the left subclavian artery in a single patient. Double-barrel technique was performed in 11 patients, whereas a triple-barrel technique was performed in 19 patients. The conformable gore® tag® thoracic endoprosthesis was used in all but one patient (97%). The article mentions that the 30-day/in-hospital mortality was 17%. For one patient, the cause of death was stated to be a retrograde aortic dissection identified three days after the procedure. It was stated that the patient underwent urgent open procedure but unfortunately died during surgery. Additionally, it was listed that the patient presented with a dissecting aneurysm and that a triple barrel technique was performed during the implantation.